Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm. The insulin pump was received with normal operating current and passed self test, off no power test and displacement test. The motor was tested outside of the device and passed. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms; the a47 alarms are due to a corrupted history file. The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.